Manufacturer narrative:
The field service engineer (fse) adjusted the sample/reagent probe and the sipper probe. Instrument performance test results were within specification. The service actions resolved the issue. The investigation determined the issues identified by the fse were the root cause of the event.

Event description:
There was an allegation of questionable elecsys hcg stat results for 5 patient samples on a cobas e 411 analyzer (disk system). Patient (B)(6): the initial result was >10000 miu/ml. The sample was diluted (1:100) and the result was 8185 miu/ml. The sample was sent to another laboratory and the result was 10828 miu/ml. This result was believed to be correct. Patient (B)(6): the initial result was 28660 miu/ml with a data flag. The sample was manually diluted (1:100) and the result was 425.10 miu/ml with a data flag. The sample was repeated on a cobas e601 analyzer (serial number not provided) at a different laboratory and the result was 37325 miu/ml. This result was believed to be correct. Patient (B)(6): the initial result was 10000 miu/ml with a data flag. The repeated result was 73891 miu/ml with a data flag. The sample was repeated again and the result was 59524 miu/ml with a data flag. A manual dilution (1:100) was performed and the result was 664.6 miu/ml with a data flag. It was not stated which result was believed to be correct. Patient (B)(6): the initial result was 10000 miu/ml with a data flag. The repeated result was 42808 miu/ml with a data flag. The sample was repeated again and the result was 35898 miu/ml with a data flag. A manual dilution (1:100) was performed and the result was 378.7 miu/ml with a data flag. It was not stated which result was believed to be correct. Patient (B)(6): on (B)(6) 2022 the initial result was 10000 miu/ml with a data flag. The sample was diluted (1:100) and the result was 36555 miu/ml with a data flag. The repeated result was 31213 miu/ml with a data flag. A manual dilution (1:100) was performed and the result was 274.6 miu/ml with a data flag. It was not stated which result was believed to be correct. The questionable results were reported outside of the laboratory. The reagent lot number is 56667101 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field service representative found a bent bead paddle mixer, which created foam inside the reagent. The investigation is ongoing.